Manufacturer narrative:
This report is submitted on september 8, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november,05,2022.